Event description:
On (B)(6) 2013, the reporter stated a second patient experienced "micro-motion in the plate at the wrist level." On (B)(6) 2013, the doctor stated "the locking screw did not lock properly into the plate which caused movement between the plate and the screw which caused micro motion and irritation. He stated he had to do a removal surgery of the plate and screw because the micro-motion caused irritation to the patient's soft tissue and could cause further problems. The doctor stated he had "no issue with the plate" it was removed because the bones had fused. The doctor stated he felt "the locking screw did not seat properly which was what caused the micro-movement of the plate."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.